Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before it was returned for evaluation. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with the detergent solution. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter that came out of the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Confirmation of the physical damage to the locations where the foreign material was detected. However, the foreign material residue point was confirmed to be free from deformation. Hence, the cause of the material remaining could not be determined. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding wiping the air/water nozzle with clean lint-free cloths, brushes, or sponges. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope." Olympus will continue to monitor field performance for this device.